Event description:
Same case as MFR#: 2134265-2012-06112. It was reported that during a stenting treatment procedure, stent damage occurred. Two lesions were being treated. The 90% stenosed, 2.5mm in diameter lesion was located in the non-tortuous, non-calcified obtuse marginal (om). The 85% stenosed, 3.0mm in diameter lesion was located in the non-tortuous, non-calcified circumflex (cx). The cx was predilated with a 2.0x8mm apex balloon. The om was not predilated and contained an in-stent restenosis of a previously placed unknown stent. A 2.5x20mm ion stent and a 3.0x12mm ion stent were chosen for the bifurcation stenting. The physician attempted to place the 3.0x12mm stent, but was unable to cross the lesion. Upon removal, the distal end of the stent was found to be compressed. The physician then attempted to place the 2.5x20mm stent into the om. In attempting to cross the previously placed unknown stent, the stent became dislodged from the delivery system. The stent migrated to the left femoral artery where it was snared and successfully removed. The lesions were re-wired, om was predilated, and the lesions were successfully stented with ion stents. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).